Event description:
The patients home health aid was opening the wheelchair when the patient sat down. In the process of sitting the patients left ring and pinky fingers were caught under the left side of the seat. The patient sustained a partial amputation of the left ring finger and a laceration to the left pinky finger.